Event description:
It was reported that the device had a diagnostic issue as the diagnostics showed four high impedance paces. It was noted that the max impedance value was 875 ohms and that the lead monitor was programmed to notify if greater than 1,000 ohms with the monitor sensitivity of 2. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).